Event description:
The device was used during a laparoscopic appendectomy. Reportedly, the approximating level would not open on the instrument. Used another instrument to complete the procedure. No pt injury was reported.